Manufacturer narrative:
A ge service representative performed an on site investigation. There was a broken wire at the lemo connector. The interconnect cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9600 system had lines through the image during the case. The 9600 was removed and the procedure was completed with another system. No pt injury was reported.